Event description:
According to the received information, the patient was injected with 1 ml of teosyal rha 4 in the chin, marionette lines, nasolabial folds and oral commissures on (B)(6) 2021. Beginning of (B)(6), the injector reported hard late onset granulomas of moderate intensity under the mouth on each side. As treatment, the injector used hyaluronidase to dissolve the product on (B)(6) 2022, which led to a complete resolution of the symptoms. The granuloma was not histologically confirmed by a medical procedure.